Manufacturer narrative:
Upon receipt of the pump, balloon, and cuff components of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The pump, balloon and cuff components were visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in any of the components. Inspection of the remainder of the device revealed no damage or irregularities. All components passed components passed functional testing and performed within product specifications. Product analysis did not identify a malfunction in any of the components that would affect the functionality of the component. Based on the information available and analysis results, the reported clinical events and device allegations were unable to be confirmed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) began not cycling well in (B)(6) 2022 as the patient was only able to void for 5-10 seconds before the cuff closed. This resulted in additional unspecified issues with incontinence; a cystoscopy determined the cuff would not open or close. The patient later presented with urinary retention and a suprapubic tube. A surgical procedure was performed at which time the physician identified that the cuff component of the artificial urinary sphincter (aus) had eroded through the urethra. The device was explanted. There were no further patient complications.

Event description:
It was reported that the artificial urinary sphincter (aus) began not cycling well in (B)(6) 2022 as the patient was only able to void for 5-10 seconds before the cuff closed. This resulted in additional unspecified issues with incontinence; a cystoscopy determined the cuff would not open or close. The patient later presented with urinary retention and a suprapubic tube. A surgical procedure was performed at which time the physician identified that the cuff component of the artificial urinary sphincter (aus) had eroded through the urethra. The device was explanted. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.